Event description:
It was reported that the pump's top case was cracked and exhibiting a time base error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a big cracked on lower left front corner of the top case. No error which related to customer reported problem was found the event history log (ehl) and there was a time base background (bgnd) test in the history. During the functional testing was unable to duplicate the time base background (bgnd) test. Visual inspection confirmed the physical damage. The root cause of the time base background (bgnd) test issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The root cause of the physical damage was due to impact of the pump by the customer. Replaced the top case. Replaced the main board for preventive. Performed preventative maintenance and all functional testing.